Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed the error message device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the failed drawer; however, the issue persisted and continued to indicate that maintenance was required. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) replaced the drawer controller board and retractor band which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed the error message device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the failed drawer; however, the issue persisted and continued to indicate that maintenance was required. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed the error message device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the failed drawer; however, the issue persisted and continued to indicate that maintenance was required. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.